Manufacturer narrative:
Please note: device (lot #13209946) is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.

Event description:
A report was rec'd from the affiliate indicating that during a coronary intervention leakage of the contrast solution was observed where the indeflator connects to the shaft; the luer hub. There was no injury to the pt.